Manufacturer narrative:
Date of event (death and si) is estimated as (B)(6) 2010. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant is estimated as (B)(6) 2007. The additional xience devices referenced are being filed under separate medwatch report numbers. The additional adverse events referenced are being filed under a separate medwatch report number. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. The reported patient effect of death, is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article, titled "safety and effectiveness of second-generation drug-eluting stents in patients with left main coronary artery disease."

Event description:
It was reported through a research article identifying that xience v, xience alpine, xience xpedition and xience prime stents may be related to the following: death, myocardial infarction, stent-thrombosis, target lesion failure, rehospitalization and revascularization. This article summarizes clinical outcomes of 1,254 patients that were treated with various xience stents. Specific patient information is documented as unknown. Details are listed in the article, titled "safety and effectiveness of second-generation drug-eluting stents in patients with left main coronary artery disease."